Event description:
Pt reported that four days ago the device's insulin cartridge chamber was foggy and the insulin cartridge was damp and smelled of insulin. Pt did not see any cracks in the cartridge. Pt's blood glucose was not affected, and no treatment was received.